Manufacturer narrative:
The insulin pump was received with a compromised force sensor system error alarm during the basic occlusion test due to loose drive support disk. The device had a cracked case at the display window corner, minor scratches on the lcd window, and cracked reservoir tube window. (B)(4).

Event description:
Customer reported via phone call compromised force sensor system alarm message on the insulin pump. Troubleshooting for the alarm on the insulin pump was performed. Customer advised that during the manual prime process the alarm message keeps going off. Customer advised that the rewind message occurs after the alarm message for the compromised force sensor system. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.